Manufacturer narrative:
The reported event, handpiece does not stop running, was not duplicated. During visual inspection the service technician observed socket corrosion. The device was repaired and returned to the customer.

Event description:
It was reported during testing the remb sag saw was experiencing run on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported during testing the remb sag saw was experiencing run on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.